Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient stated this cardiac resynchronization therapy defibrillator (crt-d) system had been explanted the same day it was first implanted. No further information was able to be obtained as the replacement was handled by a non-boston scientific representative. No additional adverse patient effects were reported.